Manufacturer narrative:
H3: the primary root cause of the ball detent feature remains as ¿material¿. Specifically, the previous revisions of the engineering drawings for the ergo and gps shoulder impactor handles referenced dimensions for the internal depth of the bore as well as a spherical radius to create the smaller diameter end opening for retention of the detent ball. Use of internal bore dimensions required an inspection method that may have contributed to damage and did not provide a method for dimensional inspection after assembly that may have resulted in non-conforming product being released to the field. The design does not identify the ball protrusion after assembly as a critical feature and therefore, does not require inspection.

Event description:
It was reported that during an initial shoulder procedure with an 82 yo female patient, the surgeon was impacting the glenoid with the impactor handle with a black tip, and the small bb and spring behind it fell inside the patient. The patient was closed, and the instrument parts remained in the patient. They did not know it had broken during the case and the surgeon found out from a post op x-ray. There was no surgical delay/prolongation during the procedure. The patient was last known to be in stable condition following the event. An x-ray was provided. The impactor handle is available for analysis. No further information.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.